Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed to power up. Power failure was caused by a defective electronic component on the power supply. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dii controller overheated. It is unknown whether the event happened during surgery and if there was a patient involvement. But the malfunction was solved with no delays or using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.